Event description:
A surgeon reports patients with unexpected hyperoptic post-operative refractions following intraocular lens (iol) implant surgery. The association between these events and the iols is not known. Additional info has been requested.